Event description:
During tee exam origin gets error message us_cac_0. Another origin system was used to complete the exam.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. Log files were reviewed and the root cause was determined to be a sporadic system crash when reading data from database. A solution to this was implemented in sw version vb30b. As a workaround, it is suggested that the user changes the transfer option for cardiac study to "end of exam" instead of "during exam". Reference #: (B)(4).